Manufacturer narrative:
UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. (B)(6). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device started to function the moment it was linked to the console device using the power cable device. According to the report, the occurrence was irrespective of whether or not the switch was set to the "on" or "lock" position. It was reported that the device was tested and there were no such findings. The device was tried to operate while the switch was set to the lock position but the device would not work. According to the reporter, the device was tested with every attachment device available but the malfunction that took place the day before could not be replicated. The reporter confirmed that there was no allegation of malfunction against the console device or the cable device. The reporter also mentioned of the charger device as part of this event. The reporter indicated that the event occurred before use on a patient. There were no delays to the surgical procedure as a spare device was available to continue the surgery. There was patient involvement reported. It was reported that there was no adverse event to patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.